Manufacturer narrative:
E1: reporting institution phone: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating battery failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Onsite service is pending to replace the battery. The investigation is ongoing.

Manufacturer narrative:
H10: the customer called in to report that there was battery failure. A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the battery and confirmed the reported issue was resolved. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.